Event description:
It was reported by customer's husband that the insulin pump has not been functioning properly. Caller stated that his wife is not receiving the correct amount of insulin, which causes the blood glucose level to increase. Caller was upset that no one was responding to his emails. Caller stated that the insulin pump fails, his wife no longer uses it for meals. This failure causes the high blood glucose. Customer cannot hear alarms or feel the vibrations. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm or reservoir compartment discoloration noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.